Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550860, expiration date 03/31/2010). Reference medwatch report for the suspect device used in system 2.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) on a pt using inform system 1 compared back to back with a result of 260 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter indicated that there was no change to the insulin drip the pt was already receiving. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.